Event description:
Caller reported a cartridge alarm but there was no adverse impact to the customer's blood glucose level. Customer was advised to continue using the current pump and to rely on an alternate method if necessary. Technical support confirmed the replacement of the pump, providing a new device with updated software. Caller was instructed to return the problematic pump to tandem within 10 days using a provided return box and pre-paid label to avoid charges. Caller was informed about programming pump settings and connecting the cgm to the new pump. Shipping details were confirmed, and delivery did not require a signature.